Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer agreed to follow instructions to change the cartridge every two days using humalog and to call back once new supplies were obtained. Customer support plan included instructions on proper cartridge loading and a return arrangement for the original cartridge.